Event description:
It was reported that during a lobectomy procedure, it was hard to remove the cartridge from the jaw after the first firing. When the cartridge was removed forcibly, the cartridge pan remained in the jaw. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.